Manufacturer narrative:
Complaint no: (B)(4). Date of this report: (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt was hospitalized for most of the prior month for an ongoing foot issue. On an unreported date, during hospitalization, the pt experienced a breach in aseptic technique (details not provided) and experienced peritonitis. The pt was treated for the peritonitis with an unknown antibiotic. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available.